Event description:
It was reported that the camera device has flicker in the image. The issue occurred when preparing the device for use. There was no report of any patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported flickering image failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion. Based on the results of the investigation, the most likely cause of the electrical contact corrosion was component failure. Since the flickering image was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.